Manufacturer narrative:
This MDR should be considered cancelled. There were no false positive results and this complaint was created erroneously. The actual complaint was documented under another complaint with pr# (B)(4) which was determined to be not reportable.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " bottom bactec fx-draw d false positives are too high."

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " bottom bactec fx-draw d false positives are too high".

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na